Manufacturer narrative:
An unk triathalon baseplate and unk triathalon femoral component were also reported for this event. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports patients status post total left total knee done (B)(6) 2013 has an infection and wanted to remove all the implants and place an antibiotic laden spacer. Surgeon removed the implants and inserted a antibiotic spacer.